Manufacturer narrative:
The pump has been returned to animas for evaluation.; however, evaluation is not complete. Once evaluation is complete animas will send a supplemental to the FDA. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient claimed that the multiple key pad issue required several presses to activate the desired pump functions. The keypad is reportedly intact . The patient had been cleaning the pump with alcohol. The patient also mentioned that the display on the pump was dim. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
(B)(4): there was no visible damage on the keypad. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, the display screen was found to be dim and miscolored.